Event description:
Healthcare professional reported, right-side "nodule(s) nos in breast" which is not device related and "mastodynia." Later, healthcare professional reported, capsular contracture, baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and pain.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a., d.9., h.3., h.6. Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ pain: unable to confirm as it is a medical event not related to the device. ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ deformation observed. ¿ yellow particles on the surface of the shell.

Event description:
Healthcare professional reported, right-side "nodule(s) nos in breast" which is not device related and "mastodynia." Later, healthcare professional reported, capsular contracture, baker grade iii. The device has been explanted and replaced.